Manufacturer narrative:
(B)(4). Concomitant medical products - biomet m2a taper adapter catalog#: 139264 lot#: 545160; m2a-magnum mod hd # item 157454 lot 044670; m2a-magnum pf cup 60odx54id # item us157860 lot 063400. Reported event was confirmed by review of revision op notes. Right revision op demonstrated that the patient was revised due to metallosis. Upon entering the joint, there was some clear fluid there, nothing too remarkable. There is a lot of caseous material in there, and that was debrided. There was a shiny lining of the hip joint of some acellular type material that was debrided. There was no real metal stained-type areas. Head was removed and there was a minimal to moderate amount of corrosion with just some oxidation-type material visible on the trunnion. New head and bearing were implanted and hip was reduced and found stable. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip revision 12 years post initial surgery due to metallosis and elevated metal ion levels. During the revision, caseous material and minimal corrosion on the trunnion were noted. The femoral head was revised.